Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module was alarming and displayed a message that the channel had been disconnected while in use during a bolus infusion of lactated ringers solution. It was noted that the pcu only showed two channels attached even though there was three. There was no harm to the patient. Although sample was requested, the customer stated that the device was in "biomed for repair."